Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(6)) displayed tcmid:08 (coolant temp low) was confirmed during the event logs review but not during the initial functional testing. The root cause for the reported complaint based on further investigation is due to the defective cooling engine (ce) heater as a result of normal wear and tear. The thermogard console is a reusable device and was manufactured in 2011 and it is more than 9 years old, well beyond its expected serviceable life of 5 years. Visual inspection of the thermogard console was performed, and no issues were observed. During functional testing, the thermogard console failed testing and it displayed tcmid: 06 (ce post failure), unrelated to the reported complaint. The root cause is due to a defective ce heater. The archive data review showed the occurrence of tcmid: 08 and tcmid: 06 error messages around the reported event date, thus, confirming the reported complaint. The root cause is due to the defective ce heater. The ce heater was replaced to remedy the issue. Following service, the console passed all the testing without any fault or error. All tests and readings are within the specified limits and the console functioned as intended. Historical complaints were reviewed and there was no similar complaint reported for the thermogard console with serial number (B)(6).

Manufacturer narrative:
The device associated with this complaint was not returned for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:08 (coolant temp low) error message. The treatment was continued with another thermogard xp ivtm system. No patient consequence.